Event description:
Patient contacted depuy spine regarding that he has a broken screw at the end of a c2-t2 fusion construct. Screws 18 were implanted in (B)(6) 2010. Patient says that at this time, one of the screws is broken and surgeon plans to revise. Patient had limited information.

Manufacturer narrative:
Contact provided limited information. Contacted distributor who services this facility/surgeon. A review of records found no evidence of the surgeon performing any cases at (B)(6) between 2009 -2010. There was also no record on file for a patient with the last name (B)(6). And he was unaware of any revision surgery being performed. Customer service was requested to review billing records for this period at the facility and surgeon. There was no match. Attempted contacting of the number provided by the contact multiple times and the phone is reported as being out of service. There is no way to confirm this reported adverse event. It is possible that the contact was implanted with another company's spinal hardware. Due to our inability to follow up with the contact (who did not provide his mailing address) the investigation is being closed at this time. There is no evidence that the patient was implanted with depuy spine hardware. No conclusions can be made at this time.